Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was repaired and returned. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the screen would not turn on. The battery was fully charged and ac is plugged in. A bougie was used as a back-up device. Five to 10 minute delay in the procedure was noted. No harm to patient or user was reported.